Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), after a 24 hour placement of the electrode pads on the patient, upon removal of the pads, abrasions/skin removal were found on the patient. Patient sustained tearing of the skin.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, visual data of the customer's report was provided by the customer. The reported was observed during review of the visual data. Retained samples of the same lot number 0919 were investigated, evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.